Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels of over 500mg/dl. Reportedly, customer forgot to take a correction bolus. Customer declined troubleshooting with tandem technical support.